Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
It was reported the patient cannot exit MRI mode. As a result, surgery may take place in the future to address the issue. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
It was reported the patient cannot exit MRI mode. As a result, surgery may take place in the future to address the issue. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.